Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received and reported that patient also experienced the event anterior chamber instability and posterior capsule rose. The current condition of the event was not reported.

Manufacturer narrative:
The company representative was unable to confirm nor replicate the reported event. However, the fluidics module and auxiliary illuminator (ai) module were both replaced as a preventive measure. Both were returned for testing on this investigation. The system was tested and found to meet product specifications. A non-conformance based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this serial number was performed. Potentially relevant complaints were found and reviewed as part of this investigation. The system was involved in separate reported events with different dates/patient identifiers, and these are captured. The investigations of all four complaints will mirror each other. The fluidics module and auxiliary illuminator (ai) module were received for testing on this investigation. A visual assessment of the returned samples revealed no obvious non-conformities in either module. The fluidics module was installed into a calibrated system, and no system messages displayed at startup. The fluidics module passed the surgical test in sculpt mode 3 times consecutively and passed all functional tests. The module then passed surgical tests in sculpt mode for 5 minutes. Per customer request, an additional surgical test in sculpt mode was performed while occluding the suction line intentionally then opening again to see if the intraocular pressure (iop) function¿s recovery takes longer than normal. The pressure came back to normal immediately. The intraocular pressure (iop) recovery time was the same when testing with a known working fluidics module. The auxiliary illuminator (ai) module also passed the same functional tests when installed into the calibrated system. No system messages were observed at startup or when the balanced salt solution (bss) bag and cassette were inserted into the system/fluidics module. The auxiliary illuminator (ai) module passed all required tests. The additional test request to check intraocular pressure (iop) recovery was also performed while the auxiliary illuminator (ai) module was installed. The pressure again went back to normal immediately and the intraocular pressure (iop) recovery time was the same when testing with a known working auxiliary illuminator (ai) module. The system and two of its components were found to meet specifications. Therefore, the root cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The company representative was unable to confirm nor replicate the reported event. The system was tested and found to meet product specifications. A non-conformance based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this serial number was performed. No similar complaints were reported for the product serial under investigation. The system was found to meet specifications. Therefore, the root cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been received and the physician reported that in the post-operative course the patient experienced the events and the she was referred to another hospital.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that an ophthalmic operating console was used for the cataract surgery. In the right eye of a fifty-year-old female patient experienced posterior capsule rupture, intraocular pressure increased, anterior chamber washing performed for which the patient required reoperation and procedure was change to alternative one. The surgery was completed on the same day. The patient has been hospitalized due to the severe adverse events. The current condition of the patient symptoms was not resolved.